Manufacturer narrative:
Per tandem user guide: avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin to fill cartridge during loading sequence. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) was 239 - "high", although a specific value was not given. Customer address their bg with a manual injection.